Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced an infection described as "red, puss filled bump" around the implant site. The icm was explanted. No further patient complications have been reported as a result of this event.